Event description:
The user facility reported the employee has returned to work however the facility would not provide additional information.

Event description:
The user facility reported that an employee was overcome by fumes and steam when opening the lid of a system 1 after a completed cycle. The employee was treated for bronchial spasms and is currently being treated by her personal physicians for sinus/throat pain and a left eye abrasion. The employee has returned to work.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and found that the unit had an internal leak. The technician replaced the air compressor, air pressure switch, lid and lid seal. The technician noted that the water pressure was set to the incorrect pressure; he adjusted the pressure to the proper specifications. Although repairs were made, these components are not thought to have been a contributing factor to the event. Steris 20 sterilant concentrate (s20) is diluted in the system 1 processor to a use dilution. The system 1 operator manual states that the use dilution is non-toxic by oral and dermal administration, has neutral ph and has no corrosive effect on the skin, although dermal irritation may occur in sensitive individuals. The affected employee was not wearing personal protective equipment at the time of the incident, contrary to system 1 and steris 20 instructions for use. Steris will schedule an in-service with the facility on the use and handling of system 1 and s20.

Manufacturer narrative:
Steris offered an in-service training however the user facility declined.